Manufacturer narrative:
See attached. - attachment: [wd011615.pdf].

Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, broken femoral neck and pseudo tumor.